Manufacturer narrative:
Patient''s age, sex and weight unknown. Relevant tests/laboratory data and other relevant history not available from facility. Physician phone, fax, email unknown. Device evaluation: the band was returned with the catheter, disconnected.

Event description:
Procedure to treat cto (chronic total occlusion) in posterior tibial region of lower extremity. Laser marker band broke off in patient due normal use. Physician used a snare to remove from posterior tibial; a good clinical result was achieved and patient was discharged per operative plan.